Manufacturer narrative:
(B)(4). The opt94x interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt94x interface was not returned to fisher & paykel healthcare (f&p) for evaluation. Additional information was requested however we were not able to obtain further information from the customer despite multiple attempts. Our investigation was thus based on the information provided by the customer and our knowledge of the product. Conclusion: we were unable to confirm what caused the pressure sore. However, based on our knowledge of the product, pressure sores are often a result of incorrect set up. The user instructions which accompany the opt94x series nasal cannula contain pictorial instructions for setting up the nasal cannula. The instructions also state the following: adjust headstrap to fit. Do not over-tighten. Cannula can become unattached if not used with the headstrap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in iowa reported via a fisher & paykel healthcare field representative that a patient sustained pressure ulceration while using the opt944 nasal cannula. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). We are currently attempting to obtain more information from the hospital. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a patient sustained pressure ulceration while using the opt944 nasal cannula. No further patient consequences were reported.